Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiple times during the load sequence. The customer's blood glucose level was 160 mg/dl. Ultimately, the customer was able to complete the load process.